Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging the meter has a red light on the black screen with hour glass. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.